Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that indicated battery charge dropped by 75% in a short period of time and reached 5%, but battery level stopped decreasing once pump was plugged into power and pump did not shut down unexpectedly. There was no reported impact to the customer¿s blood glucose level. Customer support provided guidance on battery jump procedures and best charging practices, confirmed that issue should resolve while pump remained connected to battery pack using correct cable, and advised customer to keep pump charging for 30 minutes, monitor system, and call back if issue continued.